Event description:
It was reported that during surgery the device experienced a product deficiency. It is unknown if there was patient impact or delay. During product evaluation, it was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device was out of calibration and the motor speed was unstable. There were worn and corroded components. The reciprocation arm, screws, motor, and bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: france.